Event description:
A facility reported that the cusa excel 36khz straight handpiece each1 (c2602) kept getting clogged during use and returned same for evaluation. No patient injury or surgical delay has been reported. However, during integra's evaluation, the issue was found that the handpiece overheated.

Manufacturer narrative:
Cusa excel 36khz straight handpiece each1 (c2602) was returned for evaluation: device history record (DHR): the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - investigation showed that the customer complaint 'the handpiece kept getting clogged' could not be duplicated. The issue found was the handpiece overheated, failed with high quiescent power, and had low reserve power. A new transducer and the housing were replaced, and the handpiece was recalibrated to correct the issue. The handpiece then passed all the testing parameters. Root cause - the root cause was confirmed as "transducer defective." No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.